Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report received from (B)(6) indicates patient was injured in (B)(6) in (B)(6), 2008, sustaining severe traumas to the skull and femur and a fracture of the wrist. The wrist fracture was not addressed immediately due to the skull and femur traumas. Patient reportedly went to a hand surgery later in (B)(6) 2009. Arthrodesis was performed on (B)(6) 2009 and the plate was implanted. X-rays were taken 3 months later. In (B)(6) 2011, edema of the wrist occurred. X-rays taken on (B)(6) 2011 showed the plate to be broken through a screw hole. Patient was returned to the operating room on (B)(6) 2011 for revision to another plate. This report is #2 of 2 for the same event.